Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Qa will continue to monitor on monthly trend reports.

Event description:
Consumer reported needle broke off in buttocks. Dr advised her to wait for needle to come out on its own. In 3 days, the needle came out. Doctor prescribed her antibiotics for soreness.